Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector needle was difficult to remove during use. The following information was provided by the initial reporter: "problem: when attempting to remove the needle, it was very difficult to remove . In most of the incidents (approx. 6 between 2 sites) , the needle needed to be wiggled around before it could be removed. In only 1 case were they not able to remove the needle and therefore had to remove the entire device and attempt another IV start in another site location.".